Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent up button response due to flattened button dome switch. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that a button on the customer's insulin pump was stuck and would not move or click. The customer did not recall any significant events leading up to the issues. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 32 mg/dl. Nothing further was reported.